Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that he had to remove the dental implant during its installation surgery in intraoral region #19. The implant was removed in consequence of the fracture of the connection that was being used to perform the surgery, since the fractured portion got stuck into the implant.